Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end. The complaint was confirmed by failure analysis. Further clarification on the broken conductor wire at the flush tube guide was obtained from the failure analysis engineer: the flush tube guide referenced in the primary fa investigation is a component in the proximal end that acts as a guide for wire routing during instrument assembly. The breakage of the wire is past the flush tube guide, near the main tube to roll gear junction. The instrument had 3 uses remaining at the time of wire failure. While this suggests that repetitive use contributed to the failure, a manufacturing issue may have predisposed the wire to premature failure. The combination of repeated mechanical stress and the underlying manufacturing issue likely accelerated the wires degradation, leading to its failure before the instrument reached its intended use limit. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that fenestrated bipolar forceps instrument was defective. The customer reported event has no report of patient injury.